Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed activation clip deployment could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult deployment was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. While deploying a mitraclip xtw on central anterior and posterior leaflet segments 2, the l-lock tips could be released. Troubleshooting was performed, such as; slight turns with the delivery catheter handle and turning the steerable guide catheter (sgc) slightly anterior and posterior to release the clip. The clip was deployed and the mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The clip was implanted, but the clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.